Event description:
Physician attempted to use a hawkone m atherectomy device with a 65cm 6fr non-medtronic sheath and a 4mm spider fx embolic protection device/guidewire during procedure to treat a calcified fibrous plaque lesion in the patients left proximal mid distal superficial femoral artery (sfa) <(>&<)> popliteal artery. Lesion exhibited cto (chronic total occlusion-100%) stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A 4x80mm chocolate pta balloon was used for pre-dilation. The vessel was post-dilated. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Resistance and removal difficulties were reported. The nosecone detached from the hawkone. It was reported nothing detached from the spider and remained intact upon removal. A cut-down was required to remove the spider, nosecone and sheath and the common femoral was patched.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the complaint devices were safely removed from the patient with no issues. It was reported the vascular surgeon performed a cut down on the common femoral to remove the device and patched the vessel as per standard protocol. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.